Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, it was discovered, that stain had entered into the lens through a gap in the adhesive on the distal end of the device. And that there was a gap between the acoustic lens and the ultrasound probe. The customer's originally reported issue of leakage on the connector was not confirmed. Although, a leakage on the control unit; due to a loose tee nut was confirmed. The following additional findings were also noted: wear of the lock lever resulting in the up/down knob not locking securely, discoloration of scope cylinder, distal end deformed and scratched, scratch and shaved area on the objective lens, detachment of bending section cover adhesive, wear of the angle wire causing the bending angle in the up direction to not meet the standard value, and peeling of the universal cord coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that their evis exera ii ultrasound gastrovideoscope had a leak at one of the device connections. Upon inspection and testing of the returned unit, it was discovered, that stain had entered into the lens through a gap in the adhesive on the distal end of the device. And that there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe was unable to be identified. The event can be prevented by following the instructions for use which state: ¿warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.¿ olympus will continue to monitor field performance for this device.